Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking blood from the valve. During a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. When the orion mapping catheter was inserted into the sheath beyond the handle blood was leaking from the hemostatic valve in a drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.